Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as an abdominal infection during pd therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal drug for the event. At the time of this report, the patient was not recovered from the event and dianeal therapy was withdrawn ¿at present¿. No additional information is available as the reporter declined follow up.